Event description:
Adverse event(s): "red eyes" (eyes, red); "irritation" (irritation); "bacterial conjunctivitis" (conjunctivitis); "infection" (infection). Product problem(s): "none reported" (no info). A consumer reported that she developed a red, irritated right eye with use of this bottle of product that continued after removing and leaving out her contacts. She reported that she was seen by her doctor who diagnosed her with bacterial conjunctivitis and prescribed antibiotic drops. The event lasted for three days but the infection resolved with treatment. She returned to wearing her contact lenses using the same bottle of solution and the infection reoccurred lasting another three days. The consumer reported she is now using a different bottle of contact lens solution and the event resolved.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174346f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174346f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by mail on 04/28/2010 and by phone on 05/10/2010. A completed questionnaire was received on 05/12/2010. Permission to contact the consumers doctor was denied. (B) (4). (B) (4).